Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(6). No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) was implanted post use by date (ubd).